Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that he has been high for ten days. The current blood glucose reading is 340 mg/dl. Customer will treat with manual injection. Customer experienced nausea, dry mouth, thirsty and difficulty breathing. The blood glucose reading prior to going to hospital was 413 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.